Event description:
The customer reported that her blood glucose was not going over the insulin pump, and the device has not been functioning since she got. The customer was hospitalized with high blood glucose of 495mg/dl. The caller was having trouble with getting her insulin pump to power on, which caused to the event. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.